Event description:
The lay user/pt contacted lfs alleging a glare/reflection on the ultralink meter. The pt did not exhibit any symptoms or seek any medical attention due to the reported issue. The meter is a new product (out of box). The meter was replaced. The complaint is being reported due to the glare/reflection on the meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.